Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot #b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient reported that five cartridges from the same shipment, but different boxes have leaked where the plunger meets the barrel of the cartridge. He observed that insulin collected inside the plunger and outside the barrel. The patient stated that he does not remove the plungers from the cartridges; he never re-uses cartridges; he fills them to 200 units, but never overfills the cartridge. He noted that the cartridge compartment was wet, but there was no visible insulin under the display lens. The patient suspended insulin pump therapy and used an alternate method of insulin delivery until he received a new box of cartridges.